Event description:
After getting breast implant surgery in (B)(6) 2011 I started feeling symptoms of extreme fatigue, hormonal changes, mental illness, sexual dysfunction and pain. I was told by doctor after doctor that there were no issues with bloodwork or physicality. After having the implants removed in (B)(6) 2019, many of these issues have resolved. FDA safety report ID# (B)(4).